Manufacturer narrative:
Images from the instrument could not be reviewed. The customer does not archive images and they are no longer available from the instrument. Review of maintenance records for the instrument revealed no deficiencies. The customer did not return product for investigation. Manual testing performed with retention capture-cmv, and capture-cmv indicator cells, using previously tested in-house donor samples performed as expected. Customer's sample exhibited strong positive reactivity. Cmv testing was also performed on an in-house galileo with retention capture-cmv, and retention capture-cmv indicator red cells, using previously tested in-house donor samples and customer's submitted sample. In-house donor samples performed as expected. Customer's sample exhibited strong positive reactivity.

Event description:
Customer reported a false negative anti-cmv reaction for a donor sample. The sample was confirmed to be anti-cmv reactive by state diagnostic immunology and hiv proficiency testing program. The sample was retested and produced a reactive result as expected.